Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the belt slipped. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint was confirmed. Grease had leaked from main bearing onto the belt and pulley causing the belt to slip. The customer's roller pump was service and brought to manufacturer's specifications before being returned. This is a known cause of the generation one main bearing leakage of grease. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.